Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), infection ("infections"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, infection, alopecia, feeling abnormal, dysgeusia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included acetylsalicylic acid (aspirin) since 2014, cetirizine hydrochloride since 2016, metoprolol since 2016, omeprazole since 2015, prednisone since 2016 and topiramate (topamax) since 2015. In (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced bacterial vaginosis ("infections (infection (bacterial vaginosis)"), dysgeusia ("metallic taste in her mouth"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), gastrointestinal disorder ("gastrointestinal/digestive system condition,"), migraine ("migraines"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and depression ("other injury/complication (depression)") and was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2015, the patient experienced ovarian cyst ("cysts/ovarian cyst") and uterine polyp ("polyp/uterine growth"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, antidepressants, ibuprofen and surgery (underwent a hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, bacterial vaginosis, alopecia, feeling abnormal, dysgeusia, ovarian cyst, uterine polyp, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine, headache, allergy to metals, vaginal discharge, weight increased, depression and abdominal pain lower outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for ovarian cyst and uterine polyp with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound scan - in (B)(6)2015: results: ovarian cysts and a uterine growth (polyp). Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst and a uterine growth. Most recent follow-up information incorporated above includes: on 18-feb-2019: plaintiff fact sheet received. Outcome of event menorrhagia was updated. Concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced ovarian cyst ("cysts/ovarian cyst") and uterine polyp ("polyp/uterine growth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), infection ("infections"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, infection, alopecia, feeling abnormal, dysgeusia, vaginal haemorrhage, ovarian cyst and uterine polyp outcome was unknown. The reporter provided no causality assessment for ovarian cyst and uterine polyp with essure. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, infection, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: ovarian cysts and a uterine growth (polyp) . Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst and a uterine growth. Most recent follow-up information incorporated above includes: on 2-feb-2018: events: ovarian cyst (previously reported as cyst) and uterine growth (previously reported as polyp of uterus) was updated. Lab data was updated. Reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced ovarian cyst ("cysts/ovarian cyst") and uterine polyp ("polyp/uterine growth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), bacterial vaginosis ("infections (infection (bacterial vaginosis)"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal/digestive system condition,"), migraine ("migraines"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("other injury/complication (depression)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, bacterial vaginosis, alopecia, feeling abnormal, dysgeusia, ovarian cyst, uterine polyp, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine, headache, allergy to metals, vaginal discharge, weight increased, depression and abdominal pain lower outcome was unknown and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for ovarian cyst and uterine polyp with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound scan - in (B)(6) 2015: ovarian cysts and a uterine growth (polyp). Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst and a uterine growth. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia, apareunia, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder,hair loss, bacterial vaginosis, migraines/headaches, nickel allergy, lower abdominal pain, vaginal discharge, weight gain,depression, metal taste are added. Lab data updated. Concomitant & historical drug , conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included acetylsalicylic acid (aspirin) since 2014, cetirizine hydrochloride since 2016, metoprolol since 2016, omeprazole since 2015, prednisone since 2016 and topiramate (topamax) since 2015. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bacterial vaginosis ("infections (infection (bacterial vaginosis)"), dysgeusia ("metallic taste in her mouth"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), gastrointestinal disorder ("gastrointestinal/digestive system condition,"), migraine ("migraines"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and depression ("other injury/complication (depression)") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced ovarian cyst ("cysts/left ovarian cyst") and uterine polyp ("polyp/uterine growth"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and endometriosis ("endometriosis"). The patient was treated with antibiotics, antidepressants, ibuprofen and surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, bacterial vaginosis, alopecia, feeling abnormal, dysgeusia, ovarian cyst, uterine polyp, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine, headache, allergy to metals, vaginal discharge, weight increased, depression, abdominal pain lower and endometriosis outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for ovarian cyst and uterine polyp with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound scan - in (B)(6) 2015: results: ovarian cysts and a uterine growth (polyp). Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst and a uterine growth, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. Fu 9 & 10 process together. On 20-mar-2020: social media received. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included acetylsalicylic acid (aspirin) since 2014, cetirizine hydrochloride since 2016, metoprolol since 2016, omeprazole since 2015, prednisone since 2016 and topiramate (topamax) since 2015. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bacterial vaginosis ("infections (infection (bacterial vaginosis)"), dysgeusia ("metallic taste in her mouth"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), gastrointestinal disorder ("gastrointestinal/digestive system condition,"), migraine ("migraines"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and depression ("other injury/complication (depression)") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced ovarian cyst ("cysts/left ovarian cyst") and uterine polyp ("polyp/uterine growth"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and endometriosis ("endometriosis"). The patient was treated with antibiotics, antidepressants, ibuprofen and surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, bacterial vaginosis, alopecia, feeling abnormal, dysgeusia, ovarian cyst, uterine polyp, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine, headache, allergy to metals, vaginal discharge, weight increased, depression, abdominal pain lower and endometriosis outcome was unknown and the dysmenorrhoea, vaginal hemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for ovarian cyst and uterine polyp with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound scan - in (B)(6) 2015: results: ovarian cysts and a uterine growth (polyp). Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst and a uterine growth, endometriosis. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- endometriosis. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included acetylsalicylic acid (aspirin) since 2014, cetirizine hydrochloride since 2016, metoprolol since 2016, omeprazole since 2015, prednisone since 2016 and topiramate (topamax) since 2015. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bacterial vaginosis ("infections (infection (bacterial vaginosis)"), dysgeusia ("metallic taste in her mouth"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), gastrointestinal disorder ("gastrointestinal/digestive system condition,"), migraine ("migraines"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and depression ("other injury/complication (depression)") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced ovarian cyst ("cysts/left ovarian cyst") and uterine polyp ("polyp/uterine growth"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), endometriosis ("endometriosis"), abdominal distension ("belly bloat") and breast pain ("painful ones"). The patient was treated with antibiotics, antidepressants, ibuprofen and surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, bacterial vaginosis, alopecia, feeling abnormal, dysgeusia, ovarian cyst, uterine polyp, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine, headache, allergy to metals, vaginal discharge, weight increased, depression, abdominal pain lower, endometriosis and breast pain outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for ovarian cyst and uterine polyp with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, breast pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound scan - in (B)(6) 2015: results: ovarian cysts and a uterine growth (polyp). Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst and a uterine growth, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event belly bloating, painful ones added, new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), infection ("infections"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding"), cyst ("cysts") and polyp ("polyp"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, infection, alopecia, feeling abnormal, dysgeusia, vaginal haemorrhage, cyst and polyp outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for cyst and polyp with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: cysts and a polyp. Most recent follow-up information incorporated above includes: on 22-nov-2017: post from social media. New events "cysts" and "polyp" were added. Reporters and lab test updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.